Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a critical pump error and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported crack on the back of the insulin pump and critical pump error was displayed on the screen after it was exposed to moisture. Customer also reported issues with the insulin pump buttons. The insulin pump is being replaced and is expected to return for analysis.